Manufacturer narrative:
Other, other text: h3: one medfusion pump was received in good physical condition with no damage found. The event history log was reviewed and primary audible alarm post and battery communication timeout alarms were found. The device was turned on, there were no alarms after self-testing. The device was disassembled and an incorrect screw used for locking the top and bottom cases was found. Incorrect screws were also found on the interconnect board. The pump was opened and repaired before returning to smiths for complaint investigation. The reported issue was unable to be duplicated. Calibration and functional tests were conducted.

Event description:
Information received indicating that smiths medical medfusion pump gave primary audible alarm during power on self test. The pump had acu watchdog, base not responding, battery connection timeout. No adverse effects reported.